Event description:
Boston scientific received information that a small dissection was observed in the patient involving this balloon catheter after inserting contrast media during an implant procedure. The patient did not complain at the specific time, however they were pain sensitive from the start of the procedure and onwards. The balloon catheter was used as is and the rest of the implant procedure was successful. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.